Event description:
It was reported that the system 7 sagittal saw was leaking from the trigger area during set up for a procedure. The case was completed successfully. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is not being returned for evaluation at this time. If additional information becomes available and the device is returned a follow up report will be submitted. The device is not being returned for evaluation at this time.